Event description:
After patient use, the autopulse platform (sn (B)(4) displayed user advisory (ua)12 (lifeband not present) when a new lifeband was installed. The customer were unable to seat a new lifeband into the drive shaft because the white disc is not pressing down as it should. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) displayed user advisory (ua)12 (lifeband not present) error message when a new lifeband was installed" was confirmed during the functional testing and based on the review of the archive data. The root cause of the reported complaint was that the switch lever was non-parallel to the switch case caused by loose screws on the belt clip switch case, likely attributed to frequent device use. Visual inspection of the returned autopulse platform revealed a cracked front enclosure at the front-end area and load plate cover was defected with a hole were observed damaged, unrelated to the reported complaint. The observed physical damages were most likely attributed to user mishandling such as a drop. The front enclosure and load plate cover were replaced to address the physical damages. The archive data indicated several ua12 messages, thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to ua12 displayed during the test run. Belt clip retention check was performed using a standard belt clip tool and confirmed that the switch lever was not parallel to the switch case due to the loose screws, thus, confirming the customer's reported complaint. The screws were torqued, and the switch lever was adjusted parallel to the switch case to address the ua12 message. Following service, the autopulse platform passed the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).